Event description:
The customer identified a falsely elevated architect stat troponin-I result for one patient. The customer uses the reference range < or= 0.03 ng/ml. The following was provided: sid (B)(6) initial result 1.87 ng/ml, repeated 0, repeated with a new sample 0. No impact to patient management was reported.

Manufacturer narrative:
No patient demographic information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
H6: medical device problem code corrected from a090804 to a090809.

Manufacturer narrative:
An investigation was performed for a falsely positive result for one patient while using the architect stat troponin-I reagent lot 50318un21. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. Review of field data was performed. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for the lot 50318un21 are within the established limits. Therefore, no unusual reagent lot performance was identified for the lot 50318un21. Device history record review was performed on lot 50318un21, which did not show any related potential non-conformances, deviations, or non-conformances. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect stat troponin-I reagent lot 50318un21 was identified.